Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The device was received with broken belt clip rails. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump had physical damage. The customer's blood glucose at the time of incident was unknown. It was reported the plastic ring has come off. Advise to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.